Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
On (B)(6) 2011, pt implanted with a prodisc-l at l5-s1. Post-op, s1 endplate collapsed. On (B)(6) 2011, pt underwent a posterior lateral fusion. Prodisc-l implant was not explanted. This is the 1st of 3 reports submitted on this event.